Event description:
Consumer stated bristles fell off two of the gum deep clean toothbrushes and she swallowed them.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.